Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device became stuck on the ¿do you see drops¿ screen during training when the user accessed the cartridge change through the cartridge menu instead of the guided setup, and the user could not select ¿yes,¿ after which the device¿s sleep/wake button was reported unresponsive and a replacement ilet was issued. Symptoms included no alerts or alarms reported and no clinical symptoms reported. Outcomes included no injury and no hospitalization. Investigation included customer service troubleshooting and replacement with instructions to return the original device and to sync data prior to shutdown. Investigation of this device revealed a use sequence leading to software lock on the drops confirmation screen and an unresponsive sleep/wake button, consistent with a device malfunction of the user interface controls. It was concluded, based on previously established findings for similar reports, that the cause was device hardware and software interaction leading to user interface non-responsiveness.